Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that a battery error is displayed on the automated impella controller (aic). The battery was not charging. The aic was previously sent for maintenance. When the aic arrived back at the hospital, it was not connected to the socket. When the aic was then plugged into the socket, it was noticed that the aic was not charging, and the battery switch was not set to "off". Even after a longer charging process (3 days), the battery could not be charged, even when attempts were made to switch the battery switch back and forth between "on" and "off" several times. There was no reported patient harm.

Manufacturer narrative:
The investigation has been completed since the initial report was submitted. The console was tested and battery failure alarm issue was able to be reproduced. After reviewing the logs, the battery error issue was confirmed. No logs were found from the reported occurrence date but there were logs from two days prior. There were numerous instances of battery failure alarm (transport connection blown/missing) found from this date. Results of running batttest on telnet revealed that ¿fu¿ was missing on both batteries. Issue was determined to be caused by depleted batteries. Console was last disconnected from alternating current power on 2023.09.19 and was never plugged back to ac power since then. These depleted batteries could not be charged back up because they were locked out due to low cell voltage (less than 2.3v). The root cause of this issue was the automated impella controller not being routinely charged. A.3 revised from the initial submission in accordance with updated procedures. B.3 date of event revised as previously entered incorrectly. D.1 brand name and d.4 serial name were revised as previously entered incorrectly. D.2 common device name revised from the initial submission in accordance with updated procedures. G.1 revised manufacturing site name, address line 1 and 2 and city as previously entered incorrectly. H.6 medical device problem code was revised in accordance with updated procedures. H.8 usage of device was revised as previously entered incorrectly.